Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed and had run settings displayed. Per reporter, the air detector and upstream sensor is on, length of infusion is 46 hours total run time, and patient only had the pump on for 1.5 hours when beeping started. Per reporter, continuous infusion rate: 2.2 ml/hour, total reservoir volume: 98ml initially, 95ml when patient returned with beeping pump and was given 3ml, and lock level is 2. Per reporter, no buttons had functionality on the pump at the time of alarm, and troubleshooting was unsuccessful. There was patient involvement and no patient harm/adverse event reported.